Event description:
It was reported that the biomed had an arctic sun device that was not cooling, they drained and refilled the device, and the chiller tank was empty confirming the mixing pump was not working. Per sample evaluation results received on 17may2023, it was reported that the arctic sun device was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. The device was primed to fill in decontamination. Serviced circulation pump as part of the 2000-hour pm. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling, they drained and refilled the device, and the chiller tank was empty confirming the mixing pump was not working . Per sample evaluation results received on 17may2023, it was reported that the arctic sun device was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. The device was primed to fill in decontamination. Serviced circulation pump as part of the 2000-hour pm. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.